Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient kept having an intermittent alarm sound, not as loud as the normal alarm sound. No lights were displayed on the controller and the alarm resolved on its own after a few seconds. The operating parameters were displayed on the lcd screen.&#2068;he reported event occurred while the patient was on batteries. The patient was reported to be asymptomatic. Log files were sent and a controller exchange was performed without consequence to the patient. The site reported that the alarm that sounded was not the "power connect alarm, or other alarm". The controller had not dropped or damaged. No further information was provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event (an intermittent alarm sound). Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms (98) since (B)(6) 2016; these alarms are medium priority alarms and occur if the patient average flow drops below the alarm setting. These alarms cause an intermittent alarm sound as stated in the event details. Therefore, the event described as "patient keeps having a intermittent alarm sound" was confirmed and it was the result of the normal operation of the controller. An observation was made that although the device passed visual inspection, it failed functional testing due to the internal nickel-metal hydride battery that was found depleted and with signs of leakage. The manufacturer has opened an internal investigation to evaluate the leakages on the controller internal nickel-metal hydride (nimh) battery. This incident is not related to the reported event. The reported event ("patient keeps having a intermittent alarm sound") could not be confirmed during bench testing. However, review of the controller log files revealed multiple low flow alarms, which may be the alarms the patient was experiencing. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.